Event description:
As reported by the user facility. Reports labor and delivery pt began to crash, decided needed to free flow IV solutions wide open, but could not remove asv from set. Had to re-spike container with new set that did not have asv valve attached. No injury to pt, but this did cause a delay. Sample was not saved. Reporter indicated incidences like this are occurring 2-3 times per day in labor and delivery unit, often while only normal saline or lactated ringers being infused.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If add'l pertinent info becomes available, a f/u report will be filed.